Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced difficulty connecting to their programmer and preferred not to charge their ipg. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.